Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " end-user requesting visit of machine due to specific run with suspected false positive results."

Manufacturer narrative:
H6: investigation summary the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer report receiving "false positive" and requested a dispatch. Field service was dispatched. Field service performed decontamination of the instrument. Cleaned internal and external with bleach. Clean and disinfect cartridge locator. Performed cal rack alignment. Verified no pump leakage or bubbles. Performed efc and load cartridge test and found no reader error. Performed blank test to check reading functionality and received no error. Instrument was returned to the customer functional. Root cause cannot be determined with the information provided. Complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "end-user requesting visit of machine due to specific run with suspected false positive results."